Manufacturer narrative:
The information provided in was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glcuose event. Customer stated that at one point his blood glucose went up to 24.0 mmol/l due to infusion set leaks. Customer treated with manual injection. Customer had a high blood glucose of 18.0 mmol/l and was treated with insulin pump the insulin pump. Customer also reported that he was off the insulin pump since 2015 and has been put back on the insulin pump. No high blood glucose troubleshooting was performed. The product is not expected to return for analysis. Additional device related incidents: infusion set ((B)(4)); infusion set ((B)(4)): belt clip ((B)(4)).